Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a catheter, continuous flow. The customer reports at 11:10 that the patient's heart rate, which was normally in the 80 bpm range was elevated. In a 11 minute time span, the heart rate went up to approx 150 bpm. During this time the pt was awake, alert and oriented with oxygen saturations staying at 100%. The pt did not have any complaints. Her blood pressure became slightly elevated. After approx 11 minutes, her heart rate spontaneously returned to baseline. No add'l medication was given to resolve the tachycardia.